Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing graphical user interface (gui) touch frame printed circuit board (pcb). During a follow-up with the user facility, the device was found to have been repaired by the user. The user facility reported to have replaced the touch frame to resolve the issue. The device was returned to clinical use without incident. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator experienced a touch screen blocked while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.